Manufacturer narrative:
Evaluation: the agent reported, "the poly had not locked into the tibial baseplate so we had to remove and reinsert a new poly." Item number: 342-10-705, "item description: empowr 3d kneetm ins, 5r 10mm, ve," lot#: 075t1236, part revision: d, product type: knee, manufacture date: 20-mar-2025, expiration date: 17-mar-2030. This event occurred during surgery, near the patient. The surgeon reported no risk or adverse event, and the surgery was completed as intended with no delay. The implant was inspected prior to use and deemed acceptable based on its appearance. The agent was present during surgery and was able to source a suitable replacement device. RMA examination: the reported device was not returned to enovis surgical for evaluation. No further evaluation can be made for this event. This customer complaint will be closed. If the device is returned later, the complaint will be updated. Root cause: the root cause of this complaint was a revision surgery due to improper seating of the polyethylene insert, likely due to inadequate alignment and/or impaction technique preventing full engagement into the tibial baseplate locking mechanism. This is an event associated with surgical error, not an event associated with product failure, malfunction, or issue. Containment: there are no indications that the instrument has a design or material deficiency. Therefore, no containment of inventory is required. Event is associated with instrument usage, not a design or manufacturing issue. Device history records review: a review of the instrument's device history records (DHR) revealed, when released for use, met design and manufacturing requirements. There were no ncmrs associated with the production of the instrument that is related to the reported issue. Complaint history: the customer complaint history for the reported device(s) showed no current trends or ongoing issues that require review.

Event description:
The poly had not locked into the tibial baseplate so we had to remove and reinsert a new poly.